Manufacturer narrative:
The device was received by boston scientific and is under investigation this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was operating in safety mode. Technical services (ts) was consulted and determined that the pacemaker will need to be replaced. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the device is scheduled for explant. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the device was explanted and returned to boston scientific. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Event description:
It was reported that this pacemaker was operating in safety mode. Technical services (ts) was consulted and determined that the pacemaker will need to be replaced. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. If pertinent information is provided in the future, a supplemental report will be submitted.